Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed, dialysate was tinged pink and the machine alarmed. Estimated blood loss was 350 cc's. Patient had no adverse effects. Sample has not been returned tot he manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.